Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher values with a diagonal ¿ upwards trend arrow while wearing the adc freestyle libre sensor compared to a competitor's brand meter. Sensor scan values of 12.7 mmol/l, 7.6 mmol/l, and 18.1 mmol/l were compared to 3 blood glucose tests of 2.6 mmol/l obtained on a competitor's meter however it is unknown if the values were taken at the time of the medical event. On (B)(6) 2020, the customer lost consciousness and was treated with an injection of glucose by an hcp as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported unspecified higher values with a diagonal ¿ upwards trend arrow while wearing the adc freestyle libre sensor compared to a competitor's brand meter. Sensor scan values of 12.7 mmol/l, 7.6 mmol/l, and 18.1 mmol/l were compared to 3 blood glucose tests of 2.6 mmol/l obtained on a competitor's meter however it is unknown if the values were taken at the time of the medical event. On (B)(6) 2020, the customer lost consciousness and was treated with an injection of glucose by an hcp as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 3 (indicating that the sensor had not ended and was still running through its 14 day lifecycle). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no failure mode was observed. The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.